Event description:
It was reported that during the procedure the console was not working properly, it was working intermittently. Then some error codes appeared on the screen 201, 205, and 221. The console was turned off and back on and it did not pass the testing. Device showed a message "all lasers are malfunctioning". The procedure was not completed. No patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.